Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking at the distal end of the clave. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the distal end of the clave was confirmed however the leak originates from the non-bd microclave itself and not from the connection between the microclave and extension set. The extension set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components; no anomalies were identified. Functional testing resulted in no leaking of the extension set. Pressure testing confirmed leaking from the non-bd microclave itself and not from the connection between the microclave and extension set. The root cause of the customer¿s report of a leak is due to the non-bd microclave received with the set.